Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In (B)(6) 2016 patient reported an incident of a fall on the head which required stitches. Since this incident the parents of the patient reported a progressively worsening of the hearing performance of the patient. Re-implantation is considered.

Manufacturer narrative:
According to the currently available information, damage to the active electrode, as might be caused by the reported external mechanical impact appears likely. However to determine an exact root cause a device investigation at the explanted device is necessary. Additionally, it is reported that the stimulator housing migrated prior to the reported impact towards the patient's ear but the hearing performance was not affected. Re-implantation is being considered, but no surgery date has been communicated.

Event description:
Patient made good progress with the device. In early 2016 the implant housing migrated towards her ear but the hearing performance was not affected. The surgeon decided to leave the device implanted. In (B)(6) 2016 patient reported an incident of a fall on the head which required stitches. Since this incident the parents of the patient reported a progressively worsening of the hearing performance of the patient. Re-implantation is considered.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. Mechanical influences, such as the reported trauma may have led to a weakening of the fixation and therefore may have led to device mobility. The problems described in the patient report appear to match the damage found. Additionally, it is reported that the stimulator housing migrated prior to the reported impact towards the patient's ear but the hearing performance was not affected. This is a final report.

Event description:
Patient made good progress with the device. In (B)(6) 2016 the implant housing migrated towards her ear but as the patient's hearing performance was not affected, the surgeon decided to leave the device as it was. In (B)(6) 2016 the patient had a bad fall onto the back of her head which required stiches. Since this incident the parents of the patient reported that her hearing grew progressively worse. The patient was re-implanted